Manufacturer narrative:
(B)(4). Additional information received from the nurse that there were three relapsing peritonitis events prior to the fourth event (patient outcome and treatment for this event previously reported). One hundred and seventeen days prior to the fourth event of peritonitis (previously reported), the patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination. The patient did not wash their hands and did not wear a mask. The patient was initially treated with an intraperitoneal (ip) dose of vancomycin (2 grams), followed by ip vancomycin (1 gram every three days for three weeks) for peritonitis. The patient was retrained on aseptic technique. It was not reported if the patient recovered from this occurrence of peritonitis. Subsequently the patient experienced relapsing peritonitis twenty eight days after the first event. The patient was treated for the peritonitis relapse with an ip dose of vancomycin (2 grams), followed by ip vancomycin (1 gram every 3 days for 3 weeks). It was not reported if the patient recovered from the second occurrence of peritonitis. Seventy two days after the first event, the patient experienced a third relapse of peritonitis. The patient was treated with an ip dose of vancomycin (2 grams), followed by ip vancomycin (1 gram every 3 days for 3 weeks). It was not reported if the patient recovered from this third occurrence of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination, the patient did not wash their hands and did not wear a mask. On the same day of onset, the patient was hospitalized for peritonitis. Treatment for the peritonitis ws not reported. Two days after hospital admission, the patient¿s catheter was removed. The patient recovered from the peritonitis and the patient is currently performing hemodialysis. No further information is available.